Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable pump for non-malignant pain. The pump was currently administering the following medications: dilaudid with concentration 2.2915 mg/ml at a dose rate of ¿.0955 mg/hour mg/day¿, bupivacaine with concentration 9.166 mg/ml at a dose rate of ¿.382/hour mg/day¿, morphine with concentration 2.2915 mg/ml at a dose rate of ¿.0955 mg/hour mg/day¿, and compounded baclofen with concentration 1145.7 mcg/ml at a dose rate of ¿47.7 mcg/hour mcg/day¿. It was reported the patient went to the emergency room on (B)(6) 2019 and was unresponsive. The hcp had not reached out patient¿s managing physician. At the time of the report the hcp was transferred to the manufacturer¿s national answering service to page a local representative to aid with temporarily stopping the pump as the hcp did not have a clinician programmer. They were also performing magnetic resonance imaging (MRI) to see if they could find anything. The emergency procedure guide was provided at the time of the report. No further patient complications have been reported as a result of this event.